Manufacturer narrative:
To date, information suggests that this crt-d and associated rv lead remain actively in service without further issue. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrilator (crt-d) in association with the the right ventricular (rv) lead had oversensed noise. The patient is pacemaker dependent. Pace inhibition had occurred of up to 3 seconds in one episode. The patient did not ever experience syncope as a result. The noise was not reproducible. Lead diagnostics were all noted within normal limits, beyond a slight rise in left ventricular (lv) threshold. No noise had been observed on the shock channel. There were no reported adverse patient symptoms.